Event description:
It was reported that during preparation for dilatation of av fistules procedures a shaft break occurred. The event occurred during preparation of the device, outside the patient. A cutting balloon was pushed on a 0.014 guidewire (non bsc device). When the guidewire was 5-10 cm outside the chanel, it got stuck. By pulling it, the catheter shaft extended and broke. The procedure was successfully completed with another same device. The status of the patient is stable.

Event description:
It was reported that during preparation for dilatation of av fistulas procedures, a shaft break occurred. The event occurred during preparation of the device, outside the patient. A cutting balloon was pushed on a 0.014 guidewire (non bsc device). When the guidewire was 5-10 cm outside the chanel, it got stuck. By pulling it, the catheter shaft extended and broke. The procedure was successfully completed with another same device. The status of the patient is stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned in two pieces. The midshaft was broken proximal to guidewire exit port. The balloon showed no evidence of being inflated. The inner lumen from distal tip to proximal marker band was bunched up. The distal tip was damaged. The shaft, distal to guidewire exit port was stretched. The entire length of the midshaft proximal to guidewire exit port was stretched. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B)(4).